Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported stretched lock line is a result of the troubleshooting performed for the inability to open the clip. Without the device to analyze, a cause for the reported inability to open the clip could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a mitraclip ntw, during the lock test, the clip failed to open. Troubleshooting was performed, but the issue continued to occur. While troubleshooting, the lock line became stretched. Therefore, the clip was not used. There was no clinically significant delay in the procedure.